Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported between (B)(6) 2015 and (B)(6) 2017, the patient experienced withdrawal symptoms and unremitting pain requiring a second surgery to remove and repair the pain pump system.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported on 2015-11-19 that the patient went through withdrawal 3 weeks after having the pump replaced in (B)(6) 2015. The connector broke and drug went into the pocket. They did not know the cause. There were no falls or trauma for the patient. The health care provider (hcp) told them it was "defective." The patient had their catheter revised/catheter connector replaced on (B)(6) 2015. A manufacturing representative was at surgery for the catheter connector replacement. The situation was resolved as of (B)(6) 2015. The system was delivering bupivacaine at a dose of 7.602 mg/day and dilaudid at a dose of 3.801 mg/day. The concentrations and lot numbers were unknown. The indication for use was non-malignant pain. Troubleshooting performed related to the broken catheter connector and the cause of the broken catheter connector were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.